Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.